Manufacturer narrative:
The results of the investigation concluded that the device functioned as intended during a simulated lesion test. The presence of a hair-like foreign material on the grounding pad, in addition to the event description, is consistent with placement of the grounding pad over hair. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. A review of receiving inspection results for this lot number confirmed the product was manufactured according to specifications. The cause of the reported burn is consistent with improper placement of the grounding pad.

Event description:
During an ablation procedure, a patient burn occurred. A burn was noted at the grounding pad location on the left thigh that was red and blistered. Cream was administered to treat the burn. There were no performance issues with any abbott device.

Event description:
During an ablation procedure, a patient burn occurred. A burn was noted with blistering at the grounding pad location on the left thigh.